Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements and high pacing impedance measurements two days post implant. A lead dislodgement and perforation was identified. An invasive procedure was performed. The lead was explanted and replaced and was noted to have sustained damage with a puncture during explant. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies and a cut through the outer insulation was confirmed approximately 42 centimeters (cm) from terminal pin and dried blood/bodu fluid was observed in the lead around the cut. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.